Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer called to report leakage from their alinity m system onto the floor. There was no exposure as clean-up was performed wearing appropriate personal protective equipment (ppe) and there was no injury associated with the liquid on the floor. Field service engineer re-performed integrated reaction unit (iru) handler calibration and iru elevator alignment. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a complaint history review, and a nonconformance/CAPA history review. The investigation is summarized as follows: the complaint ticket included two photographs which showed crystalized leakage beyond the instrument's footprint and leakage within the system solution fill station. The complaint history review found 1 additional complaint ticket related to leakage due to the iru handler requiring calibration, resulting in cartridge delivery failure at the system solution fill station which continued to dispense bulk fluid without an iru cartridge present. The nonconformance/CAPA investigation search performed to identify related records for the alinity m system found 1 CAPA investigation record related to leaks not contained within the instrument. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torquing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2020 and november 15, 2020, respectively.